Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30-degree endoscope plus involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not replicate nor confirm the customer reported complaint ¿endoscope flipped (endoscope moved freely with uncontrolled motion)¿. Failure analysis evaluation of the returned instrument found no error at qap, and no error was found in the log. However, fa identified an artifact on the right eye, laser marking damage or markings on the housing (shell, nose, and end cap) and a scope bearing friction issue. Fa also noted visual damage in zone a of the cable integrity, and a failure in the transmittance test was also observed.

Event description:
It was reported, that during a da vinci-assisted inguinal unilateral hernia surgical procedure. That the 30-degree endoscope flipped. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter stated, that the issue occurred during a ventral hernia repair surgical procedure. The image was inverted, and the endoscope moved freely with uncontrolled motion. The event did not involve a reversed control on system arms. The endoscope flipped, during the procedure unprovoked. A 30-degree endoscope was installed at time of event. An indication of the image orientation was provided to the user via user interface. The endoscope and endoscope¿s adapter/base were still engaged/in-synch/attached. There was no damage observed on the endoscope¿s adapter/base. The user was unsure if the endoscope was manually rotated 180 degrees prior to the event. The issue was resolved by removing the endoscope and manually resetting it to the correct orientation. The same endoscope was used to complete the procedure. The issue did not result in patient injury.

Manufacturer narrative:
Based on the claim against the product, by the customer noting unintuitive motion of the endoscope. An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the endoscope for failure analysis (fa). However, fa is in progress. A supplemental MDR will be submitted if any additional information is received. This complaint is being reported, based on the following conclusion: it was alleged, that the endoscope flipped. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.